Event description:
It was observed during the device inspection that subject device has no image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The subject device was returned for investigation. Based on the information provided and the regional repair center. The device evaluation confirmed there was no image due to corrosion of electrical connector. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.